Event description:
Related manufacturer reference number: 3006705815-2024-00054. It was reported that during a revision surgery on (B)(6) 2023 to reposition patients leads [related manufacturer reference number:3006705815-2023-08538 and 3006705815-2023-08539] surgeon accidentally cut the leads with the incision, leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.